Event description:
A site reported to rxsight that a patient who was implanted with a light adjustable lens (lal, sn (B)(6), +20.5d) on (B)(6) 2024 presented approximately 8 months after final lock-in reporting dissatisfaction with distance vision. The lal was explanted on (B)(6) 2025 and a new lal (sn (B)(6), +21.0d) was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).